Event description:
A hospital in (B)(6) reported via a distributor that in an application involving the mr850 respiratory humidifier and nasal cannula, condensation built up and spilled into the patient's nares. The hospital further reported that air conditioning was being used in the room.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested additional information in respect of the circumstances of the event including the patient's status, equipment settings and conditions in which the subject mr850 humidifier was being used at the time of the event. We are currently awaiting this information in order to assist in an analysis of the possible root cause of the event. We will provide a follow-up report upon receipt of sufficient information and completion of our analysis.